Event description:
It was reported that during procedure set up the device went into backup vvi mode. No patient involved.

Manufacturer narrative:
The reported event of backup vvi was confirmed upon reviewing the device data. The cause of backup vvi was determined to be due to a defective integrated circuit (ic). Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: h6 - medical device problem code.